Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device ((B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart confirmed the reported event of inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 confirming the reported event of inaccurate readings.